Event description:
It was reported that a patient underwent a laparoscopic midline hernia repair procedure on (B)(6) 2011 and mesh was placed intra abdominally. On (B)(6) 2011, the patient developed a fever of 104 degrees f. The patient underwent an exploratory laparotomy on (B)(6) 2011. Cultures were done and were (B)(6). The patient remained symptomatic, so the mesh was explanted on (B)(6) 2011. Twelve hours after the mesh was removed, the patient's fever went down and never returned. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01830. The same patient is represented in each medwatch.